Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 804:26. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). This condition was determined to have been caused by the reset of the manual tube release knob; no further repair was deemed necessary to address the observed condition. If any additional information is received, a follow-up MDR will be sent.